Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary orrx tower 1 door had failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 was frequently failing. The field service engineer (fse) replaced both latches. The door was tested using the diagnostic application, and the customer also tested the door. Proper operation was confirmed. The system functioned as intended after field service engineer repaired the device.